Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: 4524-53 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted. No further pa tient complications have been reported as a result of this event.